Event description:
Additional information was received that product analysis was completed on the handheld and flashcard. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the handheld was receiving power intermittently. Continuity testing was able to identify an intermittent negative electrical connection in the power connector portion of the hhd serial cable. The cause for the open connection is associated with the serial cable plug leaf spring not making contact with the ac adapter barrel connector. A root cause for the observed leaf spring condition could not be determined during the analysis. No further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was initially reported that the physician's handheld would not hold a charge once unplugged from the outlet. It was also reported that the handheld would reset itself appearing that it has gone through a hard reset. The handheld has been plugged into multiple outlets with the same outcome. All the cabled were secure and well seated. The physician requested a new handheld. There were no patients affected by the issue as there was a back-up handheld available. The handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.